Event description:
It was reported that the patient experienced a heartrate of 48 beats-per-minute, despite the pacemaker having a lower rate limit of 60 beats per minute. The device and leads remain in service. No adverse patient effects were reported.